Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migration of one of the implants into the uterus') in an adult female patient who had essure (batch no. D60136) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), alopecia ("hair loss"), pelvic pain ("pelvic pain"), menorrhagia ("haemorrhagic periods"), visual impairment ("vision disturbance"), arthralgia ("joint pain") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient will be treated with surgery (total salpingectomy by laparoscopy planned for (B)(6) 2020). At the time of the report, the device dislocation, asthenia, alopecia, pelvic pain, menorrhagia, visual impairment, arthralgia, weight increased and amnesia outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, arthralgia, asthenia, device dislocation, menorrhagia, pelvic pain, visual impairment and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on (B)(6) 2020: migration of one of the implants into the uterus. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-may-2020. The most recent information was received on 17-jun-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migration of one of the implants into the uterus') in an adult female patient who had essure (batch no. D60136) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), alopecia ("hair loss"), pelvic pain ("pelvic pain"), menorrhagia ("haemorrhagic periods"), visual impairment ("vision disturbance"), arthralgia ("joint pain") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total salpingectomy by laparoscopy planned for (B)(6) 2020). At the time of the report, the device dislocation, asthenia, alopecia, pelvic pain, menorrhagia, visual impairment, arthralgia, weight increased and amnesia outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, arthralgia, asthenia, device dislocation, menorrhagia, pelvic pain, visual impairment and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2020: migration of one of the implants into the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.